Manufacturer narrative:
Device passed the displacement test however a33 alarm during prime/a33 test at 4 lbs and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had compromised force sensor system alarm. The blood glucose was unknown. The customer stated that they were able to clear the alarm and complete the rewind. The device will be returned for the analysis.